Manufacturer narrative:
THE DEVICE HAS NOT BEEN RETURNED/RECEIVED TO DATE. IF THE DEVICE IS RECEIVED, A SUPPLEMENTAL REPORT WILL BE SUBMITTED WITH THE INVESTIGATION RESULTS. WE ARE UNABLE TO DETERMINE IF ANY PRODUCT CONDITION COULD HAVE CONTRIBUTED TO THE REPORTED EVENT. NO LOT RELEASE RECORDS WERE REVIEWED, AS THE PRODUCT LOT NUMBER WAS NOT PROVIDED. LOCKED DOWN SMARTPHONE: OMNIPOD SOFTWARE APP VERSION: 3.1.6, OPERATING SYSTEM: N5004L-AM-Q-MV01602-06-01.06, HARDWARE: N5004L. CGM SENSOR TYPE: PLEASE NOTE, THE DEVICE IDENTIFIERS ARE CAPTURED AS REPORTED BY THE COMPLAINANT AND MAY NOT ALIGN WITH THE DEVICE CONFIGURATION REPORTED IN THIS SECTION AS THIS DATA IS PULLED FROM OUR CLOUD BASED ON THE REPORTED DATE OF EVENT.

Event description:
THE PATIENT'S WIDOW REPORTED THAT THE CUSTOMER PASSED AWAY ON (B)(6) 2026 OF CANCER. THE CUSTOMER WAS AT HOME IN HOSPICE CARE. THE POD HAD BEEN REMOVED 5 DAYS PRIOR TO PATIENT PASSING. IT WAS REPORTED THAT THE PATIENT OCCASIONALLY EXPERIENCED GLUCOSE FLUCTUATIONS FROM 67MG/DL TO 300 MG/DL. THE PATIENT'S WIDOW ALSO NOTED: THE POD MADE EXPECTED CLICKING SOUNDS WHILE BEING WORN; THE POD WAS WORN ON THE BACK OF THE PATIENT'S ARM; THERE WAS INSULIN REMAINING IN THE POD AFTER USE; THE POD WAS PLACED IN THE FREEZER AFTER REMOVAL. IT WAS NOTED THAT PATIENT COMORBIDITIES INCLUDED: DIABETES, CANCER IN THE BRAIN, KIDNEYS, ADRENAL GLAND, ABDOMEN, LYMPHATIC SYSTEM, LIVER, CHRONIC OBSTRUCTIVE PULMONARY DISEASE (COPD) AND 40 YEARS OF PARALYSIS. AT THIS TIME THERE IS INSUFFICIENT INFORMATION TO DETERMINE IF INSULET'S DEVICE CAUSED OR CONTRIBUTED TO THE REPORTED EVENT. A SUPPLEMENTARY REPORT WILL BE FILED IF RECEIVED.

Manufacturer narrative:
The case description alleges that the user experienced sporadic large fluctuations in blood glucose values across multiple pods. The customer's last-used pod was removed several days prior to the user's reported death. Cloud data for the period of (b)(6)2026-(b)(6)2026 was downloaded and reviewed. Patient History Buffer data showed that the system was operated primarily in automated mode. While operating in automated mode, the algorithm functioned as intended to adapt microbolus delivery in response to fluctuations in Estimated Glucose Values. While operating in manual mode, the system delivery insulin at the user's set basal rate. Prior to the removal of the user's last-used pod, signal was lost between the user's pod and sensor, evidenced by invalid Estimated Glucose Values of -1. After several cycles of missing Estimated Glucose Values, the system transitioned to limited mode and began delivering insulin at the user's safe basal rate. After several hours of signal loss, the pod began reading invalid Estimated Glucose Values of -5, indicating an unrecoverable sensor error. Cloud data indicated that shortly after, the user turned Bluetooth off. While the system read invalid Estimated Glucose Values, it adapted as expected. No evidence was observed that would indicate that the system failed to deliver insulin appropriately. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type:Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.